Event description:
The customer reported that after ten seals during a hysterectomy, the knife blade would not retract, causing the jaws to no longer open. The vessel was sutured and the device was cut out. Another device was used to complete the surgery without incident. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.